Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There was no loose particulate matter inside the patient line, other lines and cassette. An under water pressure test was performed with no issues noted. Functional (self-test and priming) testing was performed and no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had particulate matter (pm) in the patient line of the cassette. The pm was further described as "mold like foreign material inside the lid of the patient's connecting line". This was observed during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.